Event description:
November 15, 2000: maersk medical was informed by minimed inc that a diabetic under continuous insulin pump therapy had experienced that the infusion tubing came apart from the connection to the reservoir.